Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.keypad is worn with legible symbols; there is no evidence of peeling or tearing of the keypad. During testing the up button was found to be intermittent. With the keypad cover removed contamination was found underneath the contacts for the contrast and up buttons. Unrelated to the complaint, when booted up, the pump display is a dim red color. When the pump display is replaced by a test display the variance in color/contrast is fixed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.